Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain'), pelvic inflammatory disease ('pelvic inflammatory disease') and polycystic ovaries ('polycystic ovarian syndrome') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bled for 4 month"), iron deficiency anaemia ("severely anemic"), abdominal distension ("e-belly"), menopause ("menopause"), hot flush ("hot flashes"), cervical dysplasia ("precancerous cell in my cervix"), cervicitis ("cervicitis"), the first episode of endometriosis ("endometriosis"), tooth loss ("I lost all my teeth after only having essure in for 4 months"), dental caries ("teeth were rotten from the inside out"), facial paralysis ("they told me with my face being paralyzed on one side that dentures aren't for me"), weight gain poor ("I have a weight disorder that makes me too small and I can't gain weight"), bone loss ("have to have total face reconstruction due to so much bone loss"), migraine ("got debilitating migraine daily since day 1 "), ovarian cyst ruptured ("ovarian cyst ruptured"), polycystic ovaries (seriousness criterion medically significant), mood swings ("mood swings"), night sweats ("night sweats "), anxiety ("horrible anxiety attack") and the second episode of endometriosis ("I ended up having endometriosis") and was found to have ovarian neoplasm ("9cm tumor on my right ovary") and cervix carcinoma ("I had cervical cancer"). The patient was treated with surgery (essure removed, hysterectomy) and oophorectomy. Essure was removed. At the time of the report, the pelvic pain, pelvic inflammatory disease, menorrhagia, iron deficiency anaemia, abdominal distension, menopause, hot flush, cervical dysplasia, cervicitis, tooth loss, dental caries, facial paralysis, weight gain poor, bone loss, migraine, ovarian cyst ruptured, polycystic ovaries, ovarian neoplasm, mood swings, night sweats, anxiety, cervix carcinoma and the last episode of endometriosis outcome was unknown. The reporter considered abdominal distension, anxiety, bone loss, cervical dysplasia, cervicitis, cervix carcinoma, dental caries, facial paralysis, hot flush, iron deficiency anaemia, menopause, menorrhagia, migraine, mood swings, night sweats, ovarian cyst ruptured, ovarian neoplasm, pelvic inflammatory disease, pelvic pain, polycystic ovaries, tooth loss, weight gain poor, the first episode of endometriosis and the second episode of endometriosis to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: menorrhagia, anemia, migraine, pelvic pain, cyst, polycystic ovaries, pelvic inflammatory disease, ovarian neoplasm, mood swings, night sweats, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received fu 14,15,16, 17, 18 proceeded together new event I had cervical cancer was added. On 20-mar-2020: social media received fu 14,15,16, 17, 18 proceeded together no new clinical information. On 20-mar-2020: social media received fu 14,15,16, 17, 18 proceeded together no new clinical information. On 20-mar-2020: social media received fu 14,15,16, 17, 18 proceeded together no new clinical information. On 23-mar-2020: social media-fu 14,15,16, 17, 18 proceeded together. Received new event I ended up having endometriosis was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain'), pelvic inflammatory disease ('pelvic inflammatory disease') and polycystic ovaries ('polycystic ovarian syndrome') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criterion medically significant), menopause ("menopause"), hot flush ("hot flashes"), the first episode of cervical dysplasia ("pre cervical cancer cell"), abdominal distension ("e-belly"), tooth loss ("I lost all my teeth after only having essure in for 4 months"), dental caries ("teeth were rotten from the inside out"), facial paralysis ("they told me with my face being paralyzed on one side that dentures aren't for me"), weight gain poor ("I have a weight disorder that makes me too small and I can't gain weight"), bone loss ("have to have total face reconstruction due to so much bone loss"), menorrhagia ("heavy bled for 4 month"), blood loss anaemia ("severley anemic"), migraine ("got debilitating migraine daily since day 1 "), ovarian cyst ruptured ("multiple cyst"), polycystic ovaries (seriousness criterion medically significant), mood swings ("mood swings"), night sweats ("night sweats "), anxiety ("horrible anxiety attack"), cervicitis ("cervicitis"), endometriosis ("endometriosis") and the second episode of cervical dysplasia ("precancerous cell in my cervix") and was found to have ovarian neoplasm ("9cm tumor on my right ovary"). The patient was treated with surgery (essure removed) and oophrectomy. Essure was removed. At the time of the report, the pelvic pain, pelvic inflammatory disease, menopause, hot flush, abdominal distension, tooth loss, dental caries, facial paralysis, weight gain poor, bone loss, menorrhagia, blood loss anaemia, migraine, ovarian cyst ruptured, polycystic ovaries, ovarian neoplasm, mood swings, night sweats, anxiety, cervicitis, endometriosis and the last episode of cervical dysplasia outcome was unknown. The reporter considered abdominal distension, anxiety, blood loss anaemia, bone loss, cervicitis, dental caries, endometriosis, facial paralysis, hot flush, menopause, menorrhagia, migraine, mood swings, night sweats, ovarian cyst ruptured, ovarian neoplasm, pelvic inflammatory disease, pelvic pain, polycystic ovaries, tooth loss, weight gain poor, the first episode of cervical dysplasia and the second episode of cervical dysplasia to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: menorrhagia, anemia, migraine, pelvic pain, cyst, polycystic ovaries, pelvic inflammatory disease, ovarian neoplasm, mood swings, night sweats, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: social media received- new event heavy bled for 4 month, severely anemic, got debilitating migraine daily since day 1, constant pain, multiple cyst, polycystic ovarian syndrome, endometriosis , cervicitis ,cervical dysplasia pelvic inflammatory disease, 9cm tumor on my right ovary, mood swings, night sweats, horrible anxiety attack were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain'), pelvic inflammatory disease ('pelvic inflammatory disease') and polycystic ovaries ('polycystic ovarian syndrome') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bled for 4 month"), iron deficiency anaemia ("severely anemic"), abdominal distension ("e-belly"), menopause ("menopause"), hot flush ("hot flashes"), cervical dysplasia ("precancerous cell in my cervix"), cervicitis ("cervicitis"), the first episode of endometriosis ("endometriosis"), tooth loss ("I lost all my teeth after only having essure in for 4 months"), dental caries ("teeth were rotten from the inside out"), facial paralysis ("they told me with my face being paralyzed on one side that dentures aren't for me"), weight gain poor ("I have a weight disorder that makes me too small and I can't gain weight"), bone loss ("have to have total face reconstruction due to so much bone loss"), migraine ("got debilitating migraine daily since day 1 "), ovarian cyst ruptured ("ovarian cyst ruptured"), polycystic ovaries (seriousness criterion medically significant), mood swings ("mood swings"), night sweats ("night sweats "), anxiety ("horrible anxiety attack"), the second episode of endometriosis ("I ended up having endometriosis"), neurogenic bladder ("bladder got paralyzed"), bladder pain ("numbed my bladder inste stomach. So all the pain"), urine abnormality ("peed on constantly for 2 months"), uterine enlargement ("uterus was large because of pid") and fallopian tube cyst ("cysts on tubes") and was found to have ovarian neoplasm ("9cm tumor on my right ovary") and cervix carcinoma ("I had cervical cancer"). The patient was treated with surgery (essure removed, hysterectomy) and oophorectomy. Essure was removed. At the time of the report, the pelvic pain, pelvic inflammatory disease, menorrhagia, iron deficiency anaemia, abdominal distension, menopause, hot flush, cervical dysplasia, cervicitis, tooth loss, dental caries, facial paralysis, weight gain poor, bone loss, migraine, ovarian cyst ruptured, polycystic ovaries, ovarian neoplasm, mood swings, night sweats, anxiety, cervix carcinoma, the last episode of endometriosis, neurogenic bladder, bladder pain, urine abnormality, uterine enlargement and fallopian tube cyst outcome was unknown. The reporter considered abdominal distension, anxiety, bladder pain, bone loss, cervical dysplasia, cervicitis, cervix carcinoma, dental caries, facial paralysis, fallopian tube cyst, hot flush, iron deficiency anaemia, menopause, menorrhagia, migraine, mood swings, neurogenic bladder, night sweats, ovarian cyst ruptured, ovarian neoplasm, pelvic inflammatory disease, pelvic pain, polycystic ovaries, tooth loss, urine abnormality, uterine enlargement, weight gain poor, the first episode of endometriosis and the second episode of endometriosis to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: menorrhagia, anemia, migraine, pelvic pain, cyst, polycystic ovaries, pelvic inflammatory disease, ovarian neoplasm, mood swings, night sweats, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event was added- bladder got paralyzed, numbed my bladder inste stomach.so all the pain and peed on constantly for 2 months .reporter added on 23-mar-2020: new reporter was added, new events were added (uterus enlarged, fallopian tube cyst), narrative was amended. On 23-mar-2020: social media received- reporter information was added. On 23-mar-2020: social media received: reporter was added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure in so thank god that's all gone') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menopause ("menopause"), hot flush ("hot flashes"), cervical dysplasia ("pre cervical cancer cell"), abdominal distension ("e-belly"), tooth loss ("I lost all my teeth after only having essure in for 4 months"), dental caries ("teeth were rotten from the inside out"), facial paralysis ("they told me with my face being paralyzed on one side that dentures aren't for me"), weight gain poor ("I have a weight disorder that makes me too small and I can't gain weight") and bone loss ("have to have total face reconstruction due to so much bone loss"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal, menopause, hot flush, abdominal distension, tooth loss, dental caries, facial paralysis, weight gain poor and bone loss outcome was unknown and the cervical dysplasia had resolved. The reporter considered abdominal distension, bone loss, cervical dysplasia, dental caries, facial paralysis, hot flush, medical device removal, menopause, tooth loss and weight gain poor to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: fu 1, 2, 3, 4 processed together. Social media content received : event added- abdominal distension. On (B)(6) 2019: fu 1, 2, 3, 4 processed together. Social media content received : reporter added. Events added- tooth loss, dental caries, facial paralysis, weight gain poor, bone loss. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure in so thank god thats all gone') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant) and experienced menopause ("menopause"), hot flush ("hot flashes") and cervical dysplasia ("pre cervical cancer cell"). Essure was removed. At the time of the report, the medical device removal, menopause and hot flush outcome was unknown and the cervical dysplasia had resolved. The reporter considered cervical dysplasia, hot flush, medical device removal and menopause to be related to essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure in so thank god thats all gone') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menopause ("menopause"), hot flush ("hot flashes"), cervical dysplasia ("pre cervical cancer cell"), abdominal distension ("e-belly"), tooth loss ("I lost all my teeth after only having essure in for 4 months"), dental caries ("teeth were rotten from the inside out"), facial paralysis ("they told me with my face being paralyzed on one side that dentures aren't for me"), weight gain poor ("I have a weight disorder that makes me too small and I can't gain weight") and bone loss ("have to have total face reconstruction due to so much bone loss"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal, menopause, hot flush, abdominal distension, tooth loss, dental caries, facial paralysis, weight gain poor and bone loss outcome was unknown and the cervical dysplasia had resolved. The reporter considered abdominal distension, bone loss, cervical dysplasia, dental caries, facial paralysis, hot flush, medical device removal, menopause, tooth loss and weight gain poor to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: duplicate case found for same patient. All the information, source document and references of deletion case ((B)(4)) transferred into retention case ((B)(4)). No new clinically significant information were added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.